Event description:
Ecri, FDA/maude data base reporting what: tubing defect. Eight reports of backflow of secondary medication infusion into primary solution using pump tubing for bbraun infusomat IV pump during secondary medication administration. Tubing, 3-port infusomat care primary, reference # 490100, lot # 0061969681, lot # 0061967799. Tubing, 3-port infusomat, with filter, manufacture reference # (B)(4), tubing, 4-port infusomat care, manufacturer reference # (B)(4). Timeframe of defect reports: through (B)(6) 2025, initial reports of tubing defects related to backflow started (B)(6) 2024. June 2024, bbraun issued safety notice, instructing customers to clamp primary. Organizational risk mitigation: 1. Tubing and packaging reported and sequestered for bbraun analysis. 2.organization requiring manual pump programming and clamping primary infusion during secondary medication administration. Reference reports: #mw5168685, #mw5168686, #mw5168688.